Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarming error code 1870. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log was unable to be reviewed due to 1660 alarm on the device display. Functional testing was unable to be duplicated. It was determined that the locked motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.